Manufacturer narrative:
Retainer ring = clear. Device received with a constant blank flashing white light on the display. Unable to verify critical pump error (open book) and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display. Pump was cut open to perform visual inspection and found on the keypad flex tail, force sensor, j1, j2, q1, j5, j6, j7, da1, u28 on the electrical board 1, 40 pin flexible printed circuit/lcd, inside the battery tube, internal battery connector and j1 on the electrical board 2. No moisture damage on the vibrator, keypad traces or keypad dome switches during visual inspection. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the pump on using the battery simulator and constant critical pump error (open book) occurred during testing. Crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. The force sensor offset measured within spec range during testing. The original electrical board 1 was installed in a test electrical board 2, 40 pin flexible printed circuit/lcd, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no constant blank flashing white light on the display. The original electrical board 1 and 40 pin flexible printed circuit/lcd was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and constant blank flashing white light on the display. Perform brush cleaning with the isopropyl alcohol the moisture damage 40 pin flexible printed circuit/lcd and constant blank flashing white light on the display occurred during testing. In conclusion, a constant blank flashing white light on the display due to moisture damage on the 40 pin flexible printed circuit/lcd. Critical pump error (open book) and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen suspected to be on the electrical board 2. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with serial number label fading, cracked retainer, cracked battery tube threads, pillowing keypad overlay and cracked select button keypad overlay during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image. Customer also got a critical pump error. Advise customer the serialized device will need to be replaced instruct customer to discontinue pump use and revert to back up plan. No harm medical intervention was reported. Insulin pump will be return for analysis.